Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noisy signals, oversensing, pacing inhibition, and increased threshold measurements. There was no asystole. The patient is not dependent. It was reported that the patient has lost a significant amount of weight due to intestinal inflammation. An invasive procedure was performed to cap and replace the lead. The device was explanted. No adverse patient effects were reported.